Event description:
Chronic dislocation of the right patient-specific total joint prostheses, including pain, the joint pops out of place and locks. The fossa is thought to be too shallow for this patient.

Manufacturer narrative:
(B)(6) indicated that the right fossa implant model number 500106 lot number 16796, is too shallow. (B)(6) indicated that replacing the implanted fossa with a deeper fossa would be a good option to prevent the condyle from popping out of place.